Manufacturer narrative:
Note: this report reference events that have already been reported in regulatory report 3004209178-2018-11061. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient hadn't charged their device in some time. The patient wasn't using their controller and the ins wasn't holding a charge. No further complications reported. Additional information was received from a healthcare provider (hcp). The hcp reported that the neurostimulator (ins) was completely dead, wasn¿t retaining a charge and took 5-6 hours to charge. The hcp reported that the patient had charging issues for about a year and the ins had been ¿dead dead¿ for about the last week and a half. No further complications were reported. Additional information received from the rep reported that the patient was charging more often and that on the morning of the report they were fully charged and by 11am it was 50% full. The patient will go to bed with it on and by morning it will be dead. Impedances were within normal limits. The patient gets intermittent coupling and it takes 5-6 hours to charge. The patient was to discuss replacing the ins with their rep/physician. No further complications were reported. Additional information was reported that the patient had problems recharging their old ins, so that is why the patient had their ins replaced. The patient had the exchange today and the md had difficulty removing the 0-7 contacts from the old ins. The md was finally able to remove the contacts, and he placed the new ins. All connectivity was red check marks and the impedances were all over 40k ohms. The 8-15 electrodes were all within normal limits. The md chose to leave the new ins and see how the programming went. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Continuation of concomitant products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the healthcare provider (hcp) via a manufacturer representative (rep) reporting that as stated in their previously submitted report, the cause of the difficulties removing the contacts from the old ins and the high impedances at the replacement were unknown. The high impedances were not resolved as the healthcare provider (hcp) chose to leave the new ins in and see how the programming went. No further complications were reported/anticipated.